Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that a hot axios stent was to be implanted to treat a pancreatic walled-off necrosis (won) during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the distal flange of the stent deployed prematurely and was not fully in the collection. The device was removed from the patient with the stent still partially deployed on the delivery system. The physician attempted to place a cold axios stent, but the same issue occurred. A different device was used to complete the procedure. There were no patient complications reported as a result of this event.